Event description:
It was reported to philips that the device is unable to generate ECG measurements. The customer worked with the technical support representative. The customer decided to send device to bench repair. However, it seems their entitlement was never approved and the device was never sent in for repairs. The customer after 8 months the customer has not sent in the device for servicing. The case has been closed. If the customer ever sends in the device the case can be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is unable to generate ECG measurements. There was no reported patient involvement.